Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure in the colon performed on (B)(6) 2024. During the procedure, the clip remains attached to the applicator after use, requiring agitation or shaking to release it. The procedure was completed with the same resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.